Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. Neither the disposable device nor the radio frequency controller are being returned therefore, a failure analysis of the novasure system cannot be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. According to the instructions for use (IFU): contraindications: a patient with a uterine cavity width less than 2.5cm, as determined by the width dial of the disposable device following device deployment. (B)(4).

Event description:
It was reported that following several attempts to seat a novasure device in a uterus measuring 2.0cm wide, a uterine perforation was verified on post hysteroscopy. The procedure was aborted and no treatment was needed for the perforation and the patient was discharged home.